Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Mesh was secured with titanium staples. The patient has been in extreme agony for the last two months, and all her major organs are affected. The patient will undergo detox treatment for nickel intolerance. No additional information was available.